Manufacturer narrative:
(B)(4). Medwatch report number (B)(4). The entry does not represent the date of birth of the patient and should be read as ¿no information.¿

Event description:
A voluntary medwatch report was received on 11/06/2020. It was reported that a transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.